Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error 25 alarm due to non-sleep anomaly software error.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was 4.5 mmol/l. Customer was able to successfully clear the alarm and able to complete pump rewind. Customer was advised to discontinue from the insulin pump and to remove the aa battery from the pump and monitor the notification light. Notification light did not immediately stop flashing. The device will be returned for analysis.